Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the system/memory pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device has a service indicator present and will not charge, in order to shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system/memory pcb assembly and determined that the cause of the reported issue was two (2) shorted transistors, designators q141 and q143, on the system pcb portion of the assembly.  The shorted transistors prohibited the pcb from properly booting which prevented the device from being able to monitor ECG as well as charging (in order to shock).